Manufacturer narrative:
Device is a combination product. (B)(4). Promus element mr ous 2.25 x 12mm stent delivery system (sds) was returned for analysis. An examination of the crimped stent found no issues. The stent struts showed no signs of damage or lifting. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent od (outer diameter) was measured and was within max crimped stent profile measurement. The bumper tip of the device was examined and no issues were noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube revealed a break in the hypotube at approximately 917mm distal to the strain relief. There was a kink noted at approximately 486mm distal to the strain relief. An examination of the shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Reportable based on device analysis completed on 28-apr-2017. It was reported that shaft kink occurred. During preparation of a 2.25x12mm promus element ¿ drug-eluting stent, the device delivery system shaft was noted to be kinked. The device never entered the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a hypotube break.